Event description:
Rv (right ventricular) unipolar lead impedance warning on (B)(6) 2022, measuring 95 ohms. Atrial bipolar lead impedance warning on (B)(6) 2022. Atrial unipolar lead impedance warning on (B)(6) 2022, measuring 76 ohms. Possible sensing issue: 1,102 short v-v intervals since (B)(6) 2022. Reference report: mw5155169. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).